Event description:
Respiratory daily maintenance of patient airway found endotracheal tube (ett) cuff not holding air, and an exchange was completed by the physician using an 8 ett and mac 4. Original tube was placed in ICU days before, 8 ett. The packaging from time of insertion of original tube was discarded and a lot number is not available.